Event description:
It was reported that the patient experienced unexpected post-operative refraction (hyperopia 3.0 diopter) a day after the operation ((B)(6) 2015). The surgeon has plan for a removal and replacement (2) two weeks later. Reportedly, there was no patient injury. No further information was provided.

Manufacturer narrative:
UDI #: (B)(4). The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. The lens diopter result obtained from the test performed when this lens was manufactured, showed that lens was released within the diopter specifications. No deviation was reported. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age at time of event or date of birth: unknown, sex/gender: unknown, explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). Section has been completed by the manufacturer. Patient code: (B)(4)- unexpected post-operative refraction this report is being filed on an international product, intraocular lens (iol) model number zcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.